Event description:
Customer reports patient reportedly received result of 99 mg/dl on inform system 1 and hi (greater than 600 mg/dl) on inform system 2 within 10 minutes. Lab value obtained 15 minutes later; result was 333 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549634, expiration date 05/31/2008). Reference medwatch report with (B)(4) for the suspect device used in system 2.